Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they receiving failed battery test alarm. Customer blood glucose level was unknown. Trouble shooting was performed. Product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted.